Event description:
The customer states that the architect c8000 analyzer is generating erratic patient results for the magnesium assay. The lab's procedure is to retest any patient results that are high or low and have been noticing different results for some samples that are retested. For example, one patient generated an initial result of 1.49 mmoi/l (2.98 meg/l) that retested at 0.64 mmoi/l (1.28 meq/l). Another patient sample generated an initial result of 2.47 mmoi/l (4.94 meq/l) that retested a 0.72 mmoi/l (1.44 meq/l). The customer states that they calibrate the magnesium assay daily and controls have been within specifications. There is no impact to patient management reported.